Event description:
A home pt (hp) contacted baxter's technical service center regarding a system error 2240 that appeared on the display of the home pt's homechoice machine during drain. Per initial report, the home pt stated that he disconnected / reconnected to the homechoice device during therapy. A baxter technical service rep assisted the customer in evaluating and resolving the alarm during the initial contact. No pt injury or medical intervention was indicated at the time of the initial report. On 10/10/2006 a baxter product surveillance specialist contacted the home pt's spouse. Per the hp's spouse, the home pt ended therapy prematurely because he thought therapy had completed. There was no medical intervention / pt injury associated with this incident.